Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered recurrence, infections, dyspareunia, pain, and painful bowel movements. No further information has been provided.